Event description:
It was reported that two x-tips separated during a procedure. The doctor was unable to remove either and has scheduled the patient for follow-up treatment; exact outcome of the event is not known as of this report.

Manufacturer narrative:
Though there was no serious injury reported in this event, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event is reportable. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.